Event description:
The customer reported that during a lower anterior resection, the device knife did not retract and the jaws could not be re-opened while on tissue. The surgeon removed the device from tissue using another instrument. The surgeon opened another device and completed the procedure with no further difficulties. There was no pt injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.